Manufacturer narrative:
Date sent to the FDA: 8/8/2016.

Manufacturer narrative:
Date sent to the FDA: 8/8/2016. It was reported that following insertion the patient experienced discharge, urinary frequency, cystocele, prolapse and urgency.

Manufacturer narrative:
Date sent to the FDA: 3/17/2016. It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified injuries. No additional information has been provided.